Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 415 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The customer noticed a discrepancy between the sensor glucose and blood glucose values. The event involved product(s) mmt-342, mmt-1884, mmt-7040a, mmt-431ag. Troubleshooting was performed for hyperglycemic event. The customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature was not active at the time of event. Troubleshooting was performed for difference between glucose values. The sensor glucose value was 221 mg/dl, and the blood glucose value was 415 mg/dl at the time of event. The difference between glucose values were within the acceptable range. Insulin delivery was not suspended due to difference in glucose values. The customer also requested assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. No further patient complications were reported. No product return is required for mmt-342, mmt-1884, mmt-7040a, mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.